Event description:
It was reported that the patient's incision site remained unhealed and became infected. The physician performed a wound debridement and explanted the indirect decompression spacer. The patient was administered antibiotics. Cultures were taken however the results are unavailable. The patient is expected to fully recover.